Event description:
The customer reported "no alarm sound" on the vm6 device. There was no harm to the patient in this case.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.